Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump error 35 due to moisture damage on the electronic assembly and force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a broken force sensor was detected during seating or regular delivery. Customer stated insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.